Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly power off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker determined the cause of the reported issue was fretting on a connector designated j11. However, the device could not be repaired as the replacement parts are no longer available. Stryker scrapped the device and the customer was provided with a new device.

Event description:
The customer contacted stryker to report that their device unexpectedly power off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.